Manufacturer narrative:
The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
It was learned via the implant patient registry that a 11500a 23mm aortic valve, implanted for three (3) months, was explanted due to unknown reasons. The explanted device was replaced with another 11500a 23mm valve. Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional 'customer complaint'. The information reported may or may not be related to the edwards device.

Manufacturer narrative:
Prosthetic valve endocarditis (pve) is a serious complication of cardiac valve replacement despite improvements in prostheses types, surgical techniques, and infection control measures. Pve is an endovascular, microbial infection occurring on parts of the valve prosthesis or on reconstructed native heart valves. Infection is generally categorized into early (usually less than 60 days postoperative) and late (greater than 60 days post-implantation). Late endocarditis occurs due to the implant being seeded from an infection or microbial contamination from elsewhere in the body and is not in any way related to the sterilization or packaging process of the device. Dental, genitourinary, and gastrointestinal manipulation are known causes of transient bacteremia, which can place a patient at risk for prosthetic endocarditis. Additional procedures placing patients at risk for prosthetic endocarditis include urethral catheterization, colonoscopy, barium enemas, and surgical procedures. If there were ever non-conformances in the sterility or packaging processes, they would most likely manifest in the early post-operative period. Corrected data: based on the additional information obtained, this event is no longer considered reportable and this correction is being submitted.

Event description:
It was learned a 11500a 23mm aortic valve (2022-04126-01), implanted for three (3) months, was explanted due to acute and subacute infective bacterial endocarditis, vegetation, and increased gradients. The explanted device was replaced with another 11500a 23mm valve. Per medical records received, blood cultures were persistently positive for staphylcoccus lugdunesis without source control. The patient also underwent explant mitral ring and explant of tricuspid ring due to regurgitation and endocarditis. The adhesions and inflammation as well as extensive edema within the chest was so significant that it took approximately two (2) hours to free up all of the adhesions to where could crossclamp aortic and begin excising the diseased valves. The aortic and mitral valves had extensive inflammatory debris with purulence on both their inflow and outflow surfaces. The aortic leaflets were heavily coated with inflammatory and infectious debris. The 4900 tricuspid ring was intact however there was significant amount of infectious debris. The explanted inspiris aortic valve was replaced with another 23mm 11500a aortic valve. At the end of the procedure, the patient was taken from the operating room to the cardiac recovery unit on full ECMO support with intra-aortic balloon pump in critical condition. Patient was discharged home in stable condition after three (3) months. Pathology reports: 23mm 11500a aortic valve- active infective endocarditis with numerous gram-positive cocci.